Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit confirmed that the bladder ruptured in a non-footed position. As a result of the rupture, approximately 4 ml of solution collected in the housing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA (B)(4).

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured. The event occurred during patient use at the patient's home. The device was filled with 5-fluorouracil and saline. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.